Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received pump reset information from technical support, who assisted in resetting the pump, resolving the malfunction code. The customer continues to use the pump and was advised to call back if any issues recur, which they acknowledged and understood.